Event description:
The lead product was returned for evaluation after total device system retrieval in 2006 due to pt loss of stimulation; stated as "since three years." The unit was implanted in 2001. Product inspection detected high impedances greater than 4000 ohms. X-ray analysis performed reportedly did not reveal fracture or breakage of the lead device. However, the hcp indicated that upon product replacement and lead revision; device fracture was observed. Device explantation occurred after 66.1 months implant duration and the product was returned to the MFR for analysis.

Manufacturer narrative:
Final device analysis results show all lead conductor wires are broken; fractures are located 8.5-cm from the distal end near an area where the outer insulation is pinched. Inspection shows the outer insulation is separated at the #0 connector sleeve butt joint (due to overstress). Analysis results confirm the reason for device return. Device service life was greater than 5 years.